Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event is one of two reporting the death of this patient. See manufacture report numbers: 2649622-2011-07729.

Event description:
It was reported that the patient was deceased and died (B)(6) after lead placement. Additional information received indicated that the lead had sensing difficulties with multiple positioning attempts. The lead was successfully implanted with stable r waves when the patient's blood pressure decreased, the pulse was difficult to detect and the patient's respirations deteriorated. An endotracheal tube was placed; an ultrasound was completed showing a pericardial effusion and a pericardial drain was placed. The patient's blood pressure improved and the patient remained stable. The patient developed cardiogenic shock and anoxic encephalopathy. Care was subsequently withdrawn at the families request and the patient died.